Event description:
It was reported the device was used during a rectum procedure. It was reported by the affiliate that the ancillary trocar broke when going through the tissue. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut; damaged anvil / anvil shroud, yes/broken ancilla; damaged guide face, no; damaged knife, no; damaged other, ancillary trocar; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Analysis conclusion: based on the info received and the visual inspection, it was confirmed that the ancillary trocar had broken off inside the anvil shaft. It could not be ascertained as to how the damage of the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It could not be ascertained if this may have occurred in this instance. Mfg and engineering have been notified of the reported incident.